Manufacturer narrative:
Article citation: d. Casella, g. Di taranto and m. Marcasciano et al., subcutaneous expanders and synthetic mesh for breast reconstruction: long-term and patient-reported breast-q outcomes of a single-center prospective study, journal of plastic, reconstructive & aesthetic surgery, https://doi.org/10.1016/j.bjps.2018.12.018. The events of necrosis, wound dehiscence, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article titled "subcutaneous expanders and synthetic mesh for breast reconstruction: long-term and patient-reported breast-q outcomes of a single-center prospective study" from the 'journal of plastic, reconstructive & aesthetic surgery pp. 1-8' reports: 16 post operative complications that required a second operation occurred as follows: 2 skin-nipple necrosis, 7 infections, 4 wound dehiscences, and 3 seromas, in addition to 5 tumour recurrences, 9 capsular contractures, 2 implant dystopias and 28 cases of rippling. This record represents an unspecified quantity of devices. The devices were implanted as part of a reconstruction. The affected side is unknown.